Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure of error e226 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in the insertion tube. Based on the results of the investigation, olympus confirmed that foreign material came out of the device; however, the root cause could not be identified. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had scope communication error e226 during inspection for use. There were no reports of patient involvement.